Event description:
E-mail received from the sales rep. Informed that: "patient developed a shunt infection after implant date of late 2013. Patient was readmitted for vp shunt removal and treatment to eliminate the infection was implemented. Patient developed an infection and the vp shunt was removed. Patient was admitted to ICU so that the infection could be treated. In the future, 10 days or more, the patient will receive another vp shunt".

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when received was 70mmh2o. Review of the history device records confirmed that the valve conformed to the specification when released to stock. Review of the sterilization certificate conformed to the specification when released. The customer complaint could not be determined. The device could not be tested to confirm or un-confirm the claim of infection. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Additional information from the sales rep stated: as far as I know they have not had another shunt implanted.